Event description:
Per the clinic, the patient experienced infection, extrusion of the receiver/stimulator, and significant wound breakdown with wound dehiscence. The patient had a prior history of parotid gland cancer requiring extensive surgical resection followed by radiation therapy. Radiation-related tissue changes extended unexpectedly to the scalp, resulting in severely compromised tissue integrity. The patient underwent revision surgery for scalp wound repair (specific date not reported); however, the wound failed to fully heal. The patient subsequently experienced a second episode of wound dehiscence with recurrent breakdown. Due to a persistent non-healing wound, the patient was placed under general anesthesia on (B)(6) 2026 and underwent explantation of the device and scalp wound revision surgery. There are no plans to reimplant the patient with a new device as of the date of this report.